Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observations confirmed that the lead was returned severed at 212 mm from the terminal pin, 2 segments returned, total length = 601 mm. There was dried body fluid found through out the entire lead lumen. The extraction stylet was found stuck in the lead. There was deformed conductor coils at 200, 380, 542, 550, 555 and 558 ¿ 562 mm from the terminal pin. Evidence of electro-cautery damage was noted as the insulation was melted 200 mm from the terminal pin. The conductor coils were fractured at 200 mm from the terminal pin. The cathode and anode wires were fractured 200 mm from the terminal pin and 2 mm from the distal end of the suture sleeve. Both cathode and anode wires showed evidence of a titanium rich inclusion at the fracture origin which is likely titanium carbo-nitrides from the (B)(4) manufacturing process. Both showed evidence of fatigue surround the origin and one showed evidence of dimples indicating an overload.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2500 ohms, as well as loss of capture. The patient called 911 and was transported by ambulance to the emergency room. The physician explanted and replaced this lead.